Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported they had a broken fenestrated bipolar forceps instrument. The instrument was broken where the shaft meets the instrument wrist. Customer was unable to pull the instrument through the cannula and had to pull the cannula and instrument out of the patient. Customer was unable to remove cannula from instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the instrument had no issues after the reported event. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive. The reported event was unable to be confirmed or replicated. Isi followed up with the initial reporter and obtained the following additional information: the customer was able to get the instrument out of the trocar and used the gauge pins. There was nothing wrong with the trocar, or the instrument.

Event description:
Refer to h11 for follow-up information.